Event description:
This ring was explanted due to left ventricular outflow tract obstruction and "sam" (systolic anterior motion?). According to the surgeon, the ring looked "good" hemodynamically and appeared "normal" on intraoperative trans-esophageal echo-cardiography. On postoperative day one, there was "quite a bit" of fluid retention; however, this was thought to be the "usual" amount. On the second postoperative day, the pt was in heart failure after "massive" diuresis. Trans-esophageal echo-cardiography showed "severe" left ventricular obstruction and "sam" that could not be treated medically. The ring was then replaced with sjm 31mj-501. The pt was reported to be doing well at follow-up in 1/2001.